Manufacturer narrative:
(B)(4). Batch # t5ee60. Device analysis: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present, and the device was fully loaded with staples, indicating the device had not being fired. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the tip of the device did not come out properly, preventing the continuation of the colorectal anastomosis. The tip turned without any resistance and did not go out properly. It was necessary to press hard since the tip rose in spurts. After two attempts to perform the anastomosis, the medical team replaced the device to avoid to hurt the patient. Surgery was delayed 30 minutes. Another device was used to complete the procedure. There were no patient consequences reported.